Manufacturer narrative:
(B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not properly function, and oozing occured. Manual compression and a pressure bandage was applied. Conventional closing was done after the complication (oozing). Additional information was recveied on july 2, 2019: the patient underwent a percutaneous transluminal angioplasty (pta) of the distal artery femoralis superficialis (afs) left leg. Hunters canal. An antegrade, ultra sound guided, puncture was performed in the right common femoral artery without complications. The vessel size was suitable for closure with an angio-seal device. A 6f, 10 cm, introducer sheath was inserted. The stenosis was treated by a percutaneous transluminal angioplasty (pta) (3x200mm and 4x80mm) with good result. A 6f angio-seal vip was placed to close the puncture site. Locating the artery step and setting the anchor step were performed without any problem. During the closure of the puncture step, there was no immediate closing, and oozing occurred. Manual compression and a pressure bandage was applied for closure. Patency of the femoral artery was checked by ultra sound, there was no sign of occlusion at the puncture site. On the (B)(6) 2019 the patient was seen by the vascular surgeon due to complaints of pain and flow restrictions in the treated leg. The collagen of the angio-seal was located in the artery femoralis superficialis at the location of the treated stenosis, which was surgically removed. The patients recovery was good without loss of function. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. Oozing occurred just after the "set the seal" step. A guidewire and 2 pta catheters (3x200mm / 4x80mm) was used with the angio-seal device. The patient was reported to be in stable condition. Hemostasis was achieved by manual compression and the placement of the pressure bandage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.